Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided.

Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. On or about (B)(6) 2010, plaintiff had a mesh implanted. The plaintiff suffered injuries. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.